Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The intellanav stablepoint catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that high temperature error appeared several times and catheter irrigation flow was insufficient. During the cauterization, the temperature of the catheter gradually increased and stopped energizing due to consistent errors. The catheter was taken out of the body and when flushed, the flow was weak. The device was replaced and procedure was completed successfully without patient complications. The device is not available for return as it was disposed.